Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped by itself and started again. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, once the pump started again it ran for the remainder of the case without issue.

Manufacturer narrative:
Updated blocks: b5, h3, and h6 the reported complaint was not verifiable. The product was determined to be end of service life and the customer opted not to return the device, therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass, whereby a roller pump stopped by itself, and then started again. There was no change-out, no delay, no blood loss, and the surgery was completed successfully.